Manufacturer narrative:
Results: the velocity delivery microcatheter (velocity) was cut approximately 4.5 cm from the hub. Conclusions: evaluation of the returned velocity confirmed that the catheter was cut on its proximal length. A mandrel was advanced through the catheter shaft and through the hub shaft. After pushing the mandrel through the hub shaft, no unknown material was observed. The root cause of the reported issue could not be determined. The non-penumbra stent was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the resistance experienced during the procedure.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity). During the procedure, the physician felt resistance while introducing a guide wire through the hub of the velocity. Next, while attempting to advance a non-penumbra stent retriever device into the velocity, the physician experienced resistance and the stent retriever device would not advance. Therefore, the physician cut the hub portion of the velocity off with scissors, but the stent retriever device still would not advance. Therefore, the velocity was removed, and the procedure was completed using a new velocity and the same stent retriever device. There was no report of an adverse effect to the patient.